Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/22/2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the transmitter failed. The reported defect was not found with the transmitter and could not be reproduced in lab testing. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.